Event description:
Boston scientific crm received information indicating that this patient has retained an attorney and submitted paperwork as part of the litigation process. Additional allegations were received from the patient that his physician should have notified him that his device was defective. The patient claims his device hurt him, he noted he lost sleep because he thought his device could kill him. The patient noted because of the way the doctor put in the device, it hurt his arm, when he slept at night it would make him jump. The patient noted his device had malfunctioned when he was in the physician's office, it was beeping and they saw a red screen on the programmer, this happened around six to seven years ago, before they put in the new device. This device was explanted last year and a new device from another manufacturer was successfully implanted. It was reported that upon explant, the device had been forcefully removed from his skin.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) inquired as to whether their device was included in any recent recalls. The patient stated they were already working with an attorney however as of today, we have not received a formal complaint. Additionally the patient expressed dissatisfaction that they were not personally notified that their device was included in an advisory.new information received indicates that the patient alleges they have received seven heart attacks within a span of two days. During this time their heart was beating 300 bpm.

Manufacturer narrative:
The local area representative was contacted for additional information however none was available. It is unknown if any programming changes were made. All available information indicates that this device remains implanted.